Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that frequent loss of prime warnings had been emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: during investigation, a review of the black box showed loss of prime with non zero force and loss of prime following an occlusion had occurred. There were no loss of prime warnings or occlusions found during the investigation. The force sensor calibration was found to be out of specifications. The force sensor resistance was within specifications. The loss of prime issue was observed in the history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.